Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1098472. Medical device expiration date: 2022-09-30. Device manufacture date: 2021-04-08. Medical device lot #: 0072519. Medical device expiration date: 2021-08-31. Device manufacture date: 2020-03-12. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed. When visually compared to a minimum fill volume tube, the draw volume appears to be the same. Additionally, ten (10) retention samples of each lot from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the lithium heparin tubes are drawing short. We pulled tubes to test from other lots and noticed lots 1098472 and 0072519 are the only ones drawing short."